Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Blood glucose level was 40 mg/dl. Customer had already called before and was given diff suggestions by healthcare professionals and technicians on what to adjust to insulin pump. It was unknown whether the customer using auto mode feature at the time of reported event. No further details provided. Insulin pump will not be returned for analysis.